Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh 3x was implanted. It was reported that the patient experienced pelvic pain, dyspareunia, difficulty voiding, dysuria, frequency, nocturia, urinary tract infections, erosion and migration, bleeding, scarring and urgency. It was reported that the patient underwent removal surgery on (B)(6) 2014. No additional information was provided.